Manufacturer narrative:
No patient was present at the time of alleged malfunction. A replacement part was sent to the site on (B)(4) 2012. Investigation of returned suspect part finds: as reported, the tap is blocked with an indeterminate material. The tip of the instrument is misshapen as well.

Event description:
A medtronic representative reported the solera 5.5 tap set is occluded, and cannot be cleaned. This event was reported outside the operating room and no patient was present.